Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 04-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had frozen screen. A technical support specialist (tss) login to carefusion admin, configured the network configuration to 100 megabytes per second half-duplex, disabled wi-fi, and rebooted the station, issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower screen was frozen, performed device restart but still failed to pass the initial stage of screen frozen and station was online in remote service support however, there were no delays or adverse events or injuries reported based on this event.